Event description:
A complaint was received from a customer that stated that the "hundreds" unit on the display only show half of the numbers and it is very hard to discern what number is being displayed. A request was made to return the unit for evaluation.